Event description:
Caller reported that insulin gauge displayed an amount different than expected, occurring frequently since may 1, 2025. There was no reported impact to the customer¿s blood glucose level. Customer resolved the issue by reloading or loading a new cartridge, and cts advised the caller to contact them again for troubleshooting if the issue recurs.